Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's power management board needs to be replaced to address the issues. The device has been sent in for remediation. The device has completed and passed all testing. The unit is to be scrapped at the request of the customer. Additionally, the parts have been fitted and the software upgraded to v14.2.05. Remediation has been carried out, and the unit is now set up for testing.